Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 469 mg/dl, which was treated with a bolus delivery. Customer's blood glucose at the time of call was 49 mg/dl. Customer reported to have been hospitalized in november due to high blood glucose of around 400 mg/dl. Customer was in the emergency room for two hours until blood glucose stabilized and then sent home. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.